Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pacing, the disposable cables were not properly connected to the external pulse generator (epg), the electrodes were not holding properly inside the cable and fell out, if pushed too deep, there was no contact and therefore no pacing. Occasionally, pacing was lost without any reasons. No patient complications have been reported as a result of this event.